Event description:
Implantation (mitral valve) and af ablation done in 2005. Patient was discharged later on coumadin. Five days later inr was now 1.0. Patient returned 9 days later and was reoperated with valve replacement. There was a 3cm thick donut shaped clot above the prosthesis causing a high gradient yet the valve was still operating. Patient is doing well.